Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd plastipak ¿ syringes had no scale markings. The following information was provided by the initial reporter, translated from spanish: "below I report the following incident that occurs in the service with the tuberculine syringe 1cc bd 302579 27g input, at the time of use it is evident that 8 units do not have a numerical scale."

Event description:
It was reported that 8 bd plastipak ¿ syringes had no scale markings. The following information was provided by the initial reporter, translated from spanish: "below I report the following incident that occurs in the service with the tuberculine syringe 1cc bd 302579 27g input, at the time of use it is evident that 8 units do not have a numerical scale."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-aug-2022. H.6. Investigation summary: eight 1ml syringes and two photos received by our quality team for investigation. Upon visual inspection, incomplete scale markings on the barrel can be observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with a misalignment of the pads in marking process. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.